Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visible inspection showed the downstream occlusion (dso) seal is loose. The event history log was reviewed. Upon further inspection, the middle cassette detection pin seal is also damaged. The dso seal and cassette detection pin seal were replaced. Updated software. After repairs, performed product verification testing (pvt). Unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a ripped downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.